Event description:
The recipient is reportedly experiencing intermittent lock. External equipment was exchanged, however, the issue was not resolved. Revision surgery will be scheduled.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Due diligence attempts to follow-up with the recipient have been unsuccessful. It is believed the recipient experienced an in-situ failure. A review of the device history record revealed no anomalies. The recipient remains implanted. This is the final report.